Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for ¿no disposable pump will not run¿. Troubleshooting was performed but the alarm persisted. Reservoir volume 11.6ml; continuous rate 2.3ml/hr; volume given 94.45ml. Per the reporter, there were no adverse patient effects.